Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified both the initially reported issue as well as the observed issue. Physio-control replaced the power supply assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed power supply assembly observed that the eos power supply portion of the assembly was inoperative due to an integrated circuit (ic), designator u1. U1 was missing the 5 volt output which prevented the device from powering on via ac power. Physio-control was unable to duplicate the reported failure to operate via dc (battery) power. The device was able to power on, charge and shock while operating via dc (battery) power. The cause of the reported failure to operate via dc (battery) power could not be conclusively determined.

Event description:
It was originally reported to physio-control that the customer's device would not power on using ac power only. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would not power on using ac or dc (battery) power.